Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported issue of interference in the ECG readings could not be reproduced at the service facility. Additionally, the clinical setting could not be reproduced during the evaluation. Manufacturing records were reviewed and there were no nonconformances or events during the manufacture or testing of the equipment that could have led to the reported issue. The root cause is therefore inconclusive, though it is unlikely that the reported failure could have been attributed to the equipment as the issue could not be duplicated at the service facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, evaluation conducted at facility.

Event description:
It was reported that there was interference on the intravascular trace of the 3cg. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned.

Event description:
It was reported that there was interference on the intravascular trace of the 3cg. No other information was provided.